Manufacturer narrative:
The issue was investigated in detail. The investigation of the replaced and returned fork for the single tank (10272848) showed that the fork was broken by a high mechanical impact. It is assumed that multiple collisions with the tube assembly led to the described damage of the fork. The broken fork indicates that the system was not used as intended. In the operator manual spr8-230.621.01.06., chapter transport page 47, it is stated to handle the fork/single tank with care and avoid collisions. The analysis of the material showed that the fork fulfilled the requirement of the four-fold fracture safety. According to the information received by the service organization, the system is fully functional following replacement of the defective part. The spare part consumption of the mobilett xp family fork for a single tank (material number 10272848) shows values that are below the defined threshold.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available. Internal ID # pm00260540.

Event description:
Siemens became aware of an incident that occurred with the mobilett xp device. Due to a violent impact, the right side of the support arm has severe cracks, which may cause the tube to fall. The user was advised to isolate the unit and stop all usage until repairs are completed. There are no injuries attributed to this event. The reported event occurred in (B)(6).